Event description:
Inadvertent advancement of the stiff end of the guidewire resulted in perforation of the common iliac vein during a femoral filter placement procedure. Compression to the hematoma was successful in achieving hemostasis. No further treatment was required. Another filter was implanted without incident. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis was available. The stiff end of the guidewire had been loaded in to the hoop incorrectly. Follow up with the physician revealed the wire was presented and advanced into the pt without assessement of the distal end of the guidewire and inadvertently advanced into the pt.